Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time) - tnt stat on an e601 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.258 ng/ml. The analyzer automatically repeated the sample, resulting as 0.010 ng/ml accompanied by a data flag. The customer then pulled the sample and repeated it on a different e601 analyzer, resulting as 0.010 ng/ml accompanied by a data flag. The customer then re-centrifuged the sample and repeated it on (B)(6) 2016, resulting as 0.010 ng/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The tnt stat reagent lot number was 12538802, with an expiration date of 01/31/2017. The field service representative could not determine a cause. The customer mentioned that there may have been fibrin in the sample. The field service representative checked all seals and pinch tubing. He cleaned all probes and adjusted probe liquid level detection voltage. He ran performance testing and this was within specifications. The customer ran a calibration and verified their controls; all were within specified ranges.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent or instrument issue is not likely since the sample resulted with a plausible value on the same instrument, with the same reagents.